Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that a perforation occurred in the mid, proximal left anterior descending (lad) with the use of an unspecified device. Four graftmaster stents were opened and prepared. Two graftmaster stents were attempted but met resistance; trying the 2.8x16mm with a guideliner each graftmaster failed to cross the perforation. Two of the four stents were implanted mid and proximal, successfully sealing the perforation. Per the physician, the implanted graftmaster stents performed as intended and did not cause or contribute to any adverse events. No additional information was provided.